Manufacturer narrative:
Unknown rpn: 510k selected for equivalent rpn. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1. Device evaluation: the zebd device of unknown lot number was not returned for evaluation. Therefore, a very limited document based investigation was completed. 2. Lab evaluation: n/a. 3. Image review: n/a. 4. Documents review including IFU review: for the purpose for the investigation the rpn of zebd-x-x was taken to be zebd-7-10, this assumption was based on the physician comment it was similar to pr 258324, which was relating to a zebd-7-10 device. Prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl ((B)(4). A review of the manufacturing records for zebd-7-10 of unknown lot number could not be completed. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045-6). However, the IFU states the following: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0505x11 rev.008) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. 5. Root cause (possible): a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force as the stent was straightened with the straightener. 6. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user reported to the rep that he experienced some cases of stent kinking when straightening the pigtail of the stent using the straightener. He checked if a wire guide could pass the kinked part and placed the stents that allowed a wire guide to pass in the patients. Other details are unable to obtain. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.